Event description:
It was reported that during a routine device change out procedure, loss of output was observed upon opening the pocket using electrocautery and the patient became asystolic and external pacing was enacted. The device was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.